Event description:
Event description boston scientific received information that these transvenous defibrillation leads were attempted implanted. The first lead (0185/155219) exhibited a pacing impedance of >4000 ohms. The lead was tested in other pacing configurations and still exhibited out of range impedance measurements. When programmed ring to coil, the pacing impedance was <200 ohms, and at tip to coil, it was >4000 ohms. The second lead (0185/155211) would not allow a stylet through the is-1 pin. It was suspected that blood had clotted. Two different stylets were used, without success. A third 0185 lead was finally implanted.